Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and was unable to recreate the reported event. Upon inspection, the technician found that the table hand control housing was damaged. The table is not under steris service agreement for maintenance; the user facility is responsible for all maintenance activities. The table was installed in (B)(6) 1996 making it approximately 25 years old at the time of the reported event. The technician replaced the damaged hand control, tested the table, confirmed it was operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure, their 3080 sp surgical table moved into flex position without being commanded to do so. No report of injury. The procedure was completed successfully.